Manufacturer narrative:
Submit date: 10/07/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 09/09/2016 that a customer had an issue with an enteral feeding pump. The customer states the units volume of delivery is over spec.